Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 intermittently occurred during basal delivery and the load sequence with multiple cartridges. The alarm resulted in the customer experiencing an elevated blood glucose level over 500 mg/dl. Customer used an insulin pen to address the elevated blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.